Event description:
Lodi implant broke when clinician attempted to place a denture cap (abutment was already torqued). Clinician stated that he may have over-torqued the abutment.

Manufacturer narrative:
User documentation (technique manual, p/n (B)(4)) includes instructions on how to properly place the implant attachment or abutment. It specifies that the abutment be threaded until finger tight. If the implant placement torque was 30 ncm or greater the abutment may be tightened to the recommended torque level of 30 ncm. If the implant placement torque did not reach 30 ncm, then the abutment should only be hand tightened. The healthcare professional did not indicate the following: the specific implant placement torque level whether primary stability had been achieved during implant placement. The healthcare professional has stated that he is sure that he applied more than 30 ncm of force on the abutment and has also indicated that he thinks that his is what likely caused the implant failure. The implant's lot history record was reviewed and no discrepancies or issues of non-conformance were noted. Implant was manufactured to specs. No further action is required.